Event description:
It was reported that the patient received inappropriate shocks and a reduction in the r-wave was observed, which evolved to right ventricular (rv) lead t-wave oversensing (twos). The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, rv (right ventricular) oversensing, and an unexpected delivery of a ventricular tachyarrythmia therapy. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. Blood ingress was not observed. 401 ventricular- sensing integrity counter (sic) since last session 1 hour ago. 6 episodes with v-v intervals less than 220 ms on (B)(6) 2015. Apparent t-wave oversensing seen on egms for episodes. Lead failure predictor triggered on (B)(6) 2015 v-sensing integrity counter (sic) greater than or equal to 30 in 3 days and 2 or more ventricular tachycardia (vt)-ns less than220 ms. R-wave amplitude started to decrease in (B)(6) 2015 from measurement of approximately 12 mv down to measurements as low as 1.75 mv. The last measured amplitude was 1.4mv. Ventricular fibrillation (vf) detected episode with an inappropriate shock due to t-wave oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).